Event description:
The pt received an scs system including a surgical lead on (B)(6) 2011. It was reported that the pt developed an epidural hematoma at the lead site and reported loss of control of both her legs. As a result the physician explanted the pt's lead. F/u on this matter found that the pt still suffers from paralysis in both lower extremities. She has been admitted to a rehabilitation facility for therapy and further treatment. The explanted lead was discarded by the medical facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.